Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a tear in hose was confirmed. An assessment was performed on the device which found that the device had a hole in the hose near the muffler and the device failed the safety assessment (runs in the load positon). During repair it was observed that the locking cylinder was damaged allowing the device to run in the load position. It was determined that the issue with the hole in the hose near the muffler (zone 1) is consistent with assembly tooling issue. The assignable root cause was determined to be due to improper assembly/manufacturing. This issue has been escalated to CAPA. It was further determined that the issue with the lock cylinder is consistent with trying to run the device in the load position or pushing on the disconnect while the device was running. The assignable root cause of this condition was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during the cleaning process in the central sterile area, it was observed that the motor device had a tear in the hose. During in-house engineering evaluation it was found that the device failed the safety assessment (runs in the load positon). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.